Event description:
It was reported that placement of three proglide device sutures were attempted in the mildly calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide device was advanced over a standard 0.038" guide wire. When the plunger was retracted only the white or no suture was visible, a cuff miss occurred. The device was removed and a second proglide device was advanced over a standard 0.038" guide wire. When the plunger was retracted only the white suture was visible. The device was removed and a third proglide device was advanced over a standard 0.038" guide wire. The plunger was retracted and the suture was pulled taut. The quickcut mechanism was used to cut the plunger free by cutting the blue suture approximately 1 cm below the white link. During tightening the suture coaxial to the tissue tract it was noticed that the suture had pulled out of the vessel. The sheath was upsized to a 22f and the tavi procedure was completed. The physician decided to perform a cut-down, hemostasis was achieved using a surgical suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The two other proglide devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected (needle to cuff miss)/suture retrieval issue was confirmed. Additionally, the analysis of the returned device found two cuff tabs detachment. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.